Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2018 - 04033, 0001825034 - 2018 - 04034. Report source: foreign. The event occurred in japan. As the reporting is in manuscript form it has not been published. There is no formal citation for the manuscript. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported in the study that one patient was revised 4.7 years post-op to address hip pain and pseudotumor. No further information is available at this time.

Event description:
No additional information received.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.